Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-14067. It was reported that during a permanent implant procedure on (B)(6) 2019, leads were placed, and therapy was confirmed. Intraoperative the patient experienced body muscle spasm and so the stimulation was turned off, which did not resolve the issue, the external pulse generator (epg) was disconnected which further did not resolve the issue. As a result, the physician then decided to remove the leads and abandoned the procedure. Post-operative the issue persisted, and patient was transferred to a hospital where an MRI was taken, and no abnormalities were found in the epidural space. The patient was in stable condition and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.